Event description:
Anterior and posterior repair with mesh placement and cystoscopy of complete uterine procidentia (B)(6) 2010. Hysterectomy (B)(6) 2011 for failed prior prolift anterior and posterior procedure. I (B)(6), am writing this letter due to the fact that my voice needs to be heard. I've been told that "I would not receive one dime" and "not that I would see any of the award from the manufacturing suit either." Also I have been told that "in the state of (B)(6) people have passed away by the time they have gotten out of state help for their lawsuits against the doctors and the hospital." I believe in the bible and just learned that we are not to sue, unless we cannot resolve our issues on our own and after several attempts to resolve matters on my own, I had no choice but to pursue it in court. I was violated on the highest level imaginable, and then have to be concerned about being ripped off for compensation that is due to myself and my family, by people I am supposed to trust to handle my case and in authority. I've tried to handle my case myself however to no avail. Everyone involved in whole or part of doing wrong, needs to make amends for their actions. Doctors, hospital personnel and manufacturing companies, all parties, that take part in violations of rights, responsibilities and duties to patients under anaesthetics or conscious. I had agreed on having a uterine tact procedure done at the pelvic area on (B)(6) 2010, which only required two small pin holes, so that I didn't have to use a pessary any more. I awoke to procedures that weren't even discussed or authorized. And later learned that I was being used for training purposes without consent or consideration for my family or my own needs. Six months later, I learned that the rectal procedure was not approved by the FDA. I learned that the manufacturing company was in the operating room as well. To my knowledge, there would only be two doctors, one to assist the other, and it was a simple procedure that would not interfere with my life. Forced to be a pro-se and to have my case dismissed due to the fact that here in (B)(6) doctors do not go against doctors and nor do the attorney's. Also not having the funds to pay for out of state help. Even though I have hard evidence, pictures of my vagina after surgery, hipaa form and my medical records. That shows a 45min argument about what was done. And why what was agreed upon wasn't done, and why wasn't my husband made aware when I coded and change in my procedure. With drawn pictures from the physician, also pessary use number 5 just right number 7 too big and a never placed number 6, in that order. With no need for such drastic measures that were taken. That caused more harm than good. Also a promise pamphlet of the hospital stating my rights and proper proceedings, which was not given or even followed through with. Something needs to be done to stop this type of abuse of authority. I was violated on the highest level imaginable, unauthorized entry to my vaginal walls and rectum! I fear for the children and public in the future and what will be done to them without their consent or knowledge. Therefore, I am asking that anyone that is in authority help the victims become victors by allowing them to receive what is rightfully theirs and stop those that are playing god and taking it upon themselves to use people without their permission. Our lives and our children's future is at stake. Hospitals and doctors are supposed to be a safe place, with sensitivity, warmth and caring. The doctors and lawyers form alliances that protects them. While innocent people die and suffer with no one to protect them. While innocent people die and suffer with no one to protect them and no closure, explanation or payoff. My intentions are not to offend anyone, however, they are to help and speak for those like myself and those who cannot speak for themselves. Procedure: unauthorized vaginal entry and placement of mesh with cuts to vital organs - violation of vaginal entry without consent and placing mesh in the vagina walls as well as my cervix, cutting off the bladder and urethra without knowledge or consent. Unauthorized entry and placement of mesh in my rectum, spine.